Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels over the weekend; however, no specific values were provided. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump or provide additional information regarding the bg events.